Event description:
The customer observed the sudden occurrence of (B)(4) condition codes generated by the vitros eci q immunodiagnostic system. The (B)(4) condition codes suppressed several patient results. The occurrence of (B)(4) condition codes may be indicative of analyzer issues that could cause biased patient results leading to potential inappropriate physician actions. There was no evidence that patient results were affected, and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined the (B)(4) codes were caused by contaminated signal reagent (sr) probes suppressing the assay well signal. If the assay well signal is below the assay signal threshold, a (B)(4) condition code will be posted by the system and the result will be suppressed. The waste tubing from the sr prime/purge station had become disconnected allowing the sr probes to be submerged in waste sr fluid during a prime/purge cycle allowing sr fluid to dry and crystallize on the sr probes. Re-hydration of the dried sr crystals in an assay well will suppress the assay well signal. Despite regular maintenance by the customer, this disconnected sr waste tubing was not detected. Following repairs, the system was returned to expected operation. There is no evidence that patient results were affected, however the investigation cannot conclude that patient results would not be affected potentially leading to inappropriate physician actions.